Event description:
Consumer complaint of blood result reading of "lo". The customer's daughter states mother feels well and requires no medical attention. Customer's expected blood results are 88-115mg/dl fasting. Verified the strips expire 11/14/2017. Customer confirms the strips are stored properly and were first opened (B)(6) 2015. Customer performed back to back blood test, lo and lo bot fasting. Reviewed meter memory: 103mg/dl; (B)(6) 2015; 04:40:00pm, fasting: yes, lo mg/dl (B)(6) 2015; 01:01:00 pm; fasting : yes, lo mg/dl (B)(6) 2015; 01:01:00 pm; fasting : yes, lo mg/dl (B)(6) 2015; 10:20:00 pm; fasting : yes, 145 mg/dl (B)(6) 2015; 09:50:00 pm; fasting : yes,. No adverse event reported.

Manufacturer narrative:
Product not yet returned for evaluation. Internal report#: (B)(4).

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction:user has low glucose value. Product codes updated.

Event description:
Consumer complaint of blood result reading of "lo". The customer's daughter states mother feels well and requires no medical attention. Customer's expected blood results are 88-115mg/dl fasting. Verified the strips expire 11/14/2017. Customer confirms the strips are stored properly and were first opened (B)(6) 2015. Customer performed back to back blood test, lo and lo bot fasting. Reviewed meter memory: (B)(6). The time and date on the meter are not set. No adverse event reported.